Manufacturer narrative:
(B)(4). Patient sample was received from the customer. To investigate the customer's observation, the returned patient specimen was tested with a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, list number 6c37-20, lot number 66216hn00. One replicate of the negative control and positive control and three replicates of the specimen were tested. The control values were within the specification ranges stated in the respective package insert. The patient specimen tested non-reactive with a mean value of 0.82 s/co. Chiron riba hcv 3.0 sia immunoblot was performed. The patient specimen was interpreted as indeterminate. A subsequent innogenetics inno-lia hcv immunoblot was performed. The result was interpreted as positive for hcv antibodies. On the basis of the results generated, the patient sample was categorized as false non-reactive for architect anti-hcv list number 6c37-20, lot number 66216hn00. As part of the investigation, complaint and manufacturing records for architect anti-hcv list number 6c37-20, lot number 66216hn00 were reviewed. The review did not identify any problems related to the customer observed issue. Furthermore, the analytical and clinical sensitivity of architect anti-hcv list number 6c37-20, lot number 66216hn00 was investigated. The results of sensitivity testing were in acceptable performance range. There is no indication that the analytical or clinical sensitivity of architect anti-hcv lot 66216hn00 is compromised. Based on the results of the investigation, it was determined that architect anti-hcv list number 6c37-20, lot number 66216hn00 is currently meeting its safety, effectiveness and label claims. No product deficiency was identified. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number, that has a similar product distributed in the us, list number.

Event description:
The customer stated that a nonreactive architect i2000sr anti-hcv result of 0.81 s/co was generated on a patient sample that retested nonreactive twice at 0.78 s/co. The same sample was tested using western blot and the result was positive. The medical history of the patient is hcv positive. No impact to patient management was reported.